Manufacturer narrative:
As reported, the involved spectrum autopass suture passer needle is not expected for evaluation, as it was discarded at the user facility. However, the concomitant device (spectrum autopass suture passer, item #smi-02ap, serial # (B)(4) is being returned for evaluation and service. As of this filing, the suture passer has not been returned from the user facility for evaluation. A supplemental and final report will be filed upon receipt of the device and completion of the investigation.

Event description:
The user facility reported that during use of the spectrum autopass suture passer needle with a spectrum autopass suture passer in a shoulder arthroscopic rotator cuff repair procedure, the tip of the needle broke off inside the patient. As reported, the surgeon experienced difficulty with the passer in that the instrument was not catching the suture and allegedly the needle was causing the suture to fray when passing the suture. Subsequently, after about the 4th or 5th pass the tip of the needle broke off and was not retrieved. Other than a 15-minute delay, the arthroscopic procedure was successfully completed as intended with no further complications or patient injury reported. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred.

Manufacturer narrative:
The used/damaged spectrum autopass needle is not expected for evaluation, as it was discarded at the user facility. In addition, no visual evidence (photographs) of the reported "tip breakage" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "needle tip breakage" therefore could not be determined and/or complaint verified. However, the involved spectrum autopass suture passer was received for evaluation on 19-jul-2016. Visual inspection and functional testing by the engineer found the unit performed to specifications with no problems or abnormalities noted that could have caused or contributed to the reported needle breakage. This lot with the UDI #(B)(4) was manufactured on 24-nov-2015 in a lot of (B)(4) units. There have been no other similar complaints received for this item and lot number combination. A 2-year review of complaint history shows there have been a total of thirty-three (33) reports of tip breakage. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incident. This failure mode is addressed in the dfmea and the risk analysis has been deemed acceptable. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury. Needle was discarded at user facility.